Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 80mg/dl at the time of the incident. The customer reported that he had started the pump today and got a low suspend so he tried to calibrate which was not accepted. So he waited 15 minutes and tried to calibrate at 189mg/dl of blood glucose and got a calibration not accepted and then change sensor. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one random opened and used sensor. We performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications.